Manufacturer narrative:
Submit date: 10/12/17. An investigation is currently under way; upon completion the results will be forwarded.

Event description:
The customer reports that the syringe was broken in the pack.

Manufacturer narrative:
There was not a valid lot number provided with this complaint, so a device history record (DHR) review could not be conducted. A search of our complaint database for complaints related to the lot number could not be conducted since the provided lot number is not valid. Maintenance and calibration records could not be reviewed because production information such as dates, machines and materials could not be identified without a valid lot number. Since a no valid lot number was provided with the complaint, process and material changes were reviewed within the previous 12 months. There were no related processes or material changes related to the reported condition for this product. A review of process monitoring data could not be conducted without a valid lot number. A review of the machine setup could not be conducted without a valid lot number. There were no samples submitted with this complaint. A photograph showing the bottom of the syringe was received with this complaint. The luer tip looks broken in the picture. The reported condition is confirmed based on the picture. The exact root cause could not be specifically determined. All factors related to machine have a minimum probability that would cause a broken luer tip in the assembly process. However, based on historical data and on the representative sample test results a factor that has the highest probability to cause cracked/broken luer tip in the process is during the needle spin twisting and excessive pressurizing of the barrel. Prior to a lot¿s release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. Inspectors routinely examine a statistical sample both physically and visually. Specifically, samples are visually inspected looking for broken luer tip. Also, they are inspected l for leaks on the luer. The lots that meet all defined acceptance requirements are released. No corrective action is required for this complaint because the root cause could not be specifically determined based on available information and no trend was identified. This information will be utilized for trending purposes to determine the need for corrective actions. If information is provided in the future, a supplemental report will be issued.